Event description:
On 16/sep/2021 it was reported that this male peritoneal dialysis (pd) patient expired. The cause of death was unknown. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased in their home on (B)(6) 2021. The patient had been in treatment still connected to the liberty select cycler when they were found deceased. The cause of death is unknown; however, the patient had chronic obstructive pulmonary disease (copd) which was an ongoing issue for years. The patient required the use of oxygen for the copd. The patient was also a cigarette smoker. The pdrn reported the patient had respiratory issues. The pdrn confirmed there were no reported issues with the liberty select cycler prior to the patient death. No further information was available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received 7500ml cycle-based programed continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a catch-post hipot test, patient hipot test, current leakage test, system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿clinical investigation: there is a temporal relationship between the patient death and peritoneal dialysis (pd) therapy utilizing the liberty select cycler. However, there is no documentation in the complaint file to show a causal relationship between the patient death and the use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the death. Although the cause of death is unknown, the patient had a significant history of chronic obstructive pulmonary disease (copd) and respiratory issues requiring the use of oxygen. In patients on dialysis with copd, there is an associated higher risk of death. Risk factors include tobacco use. Based on the available information and no evidence or allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patients death.

Event description:
On 16/sep/2021 it was reported that this male peritoneal dialysis (pd) patient expired. The cause of death was unknown. Additional information was obtained through follow-up with the patients peritoneal dialysis registered nurse (pdrn). The patient was found deceased in their home on (B)(6) 2021. The patient had been in treatment still connected to the liberty select cycler when they were found deceased. The cause of death is unknown; however, the patient had chronic obstructive pulmonary disease (copd) which was an ongoing issue for years. The patient required the use of oxygen for the copd. The patient was also a cigarette smoker. The pdrn reported the patient had respiratory issues. The pdrn confirmed there were no reported issues with the liberty select cycler prior to the patient death. No further information was available.